Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the fluid flows back into the vial in an unspecified quantity of vial-mate reconstitution devices. The issue reportedly occurs after the fluid has been evacuated into the bag, especially if the bag is moved about. The customer further stated that the reconstitution instructions advise not to pull the blue port adapter out of the white vial gripper after reconstitution, however, the nurses have noted that when the blue adapter is pulled out of the white grip after reconstitution, this does not happen. There was no report of patient injury or medical intervention associated with this event. No additional information is available.